Event description:
On (B)(6) 2013, maquet (B)(6) reported that cardiohelp-I unit (article number 701048012; serial number (B)(4)) power was switched on and unit beeped twice and display went black. Power and emergency switches were used to turn on and off power three times before the unit would turn on the console display. The complaint does not indicate whether the unit was on ac or dc power at the time of the issue. (B)(4).

Manufacturer narrative:
(B)(4). A maquet service technician serviced the unit's cardiohelp sensor panel with defective capacitor (serial number (B)(4)) and retrofitted with new sensor panel (serial number (B)(4)). (B)(4).